Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer's blood glucose (bg) levels have been elevated for the past 8 days (189-240 mg/dl). Customer treated elevated bgs by administering correction bolus' and manual injections. Customer believed the issue was due to either the cartridges or infusion sets from the last boxes that were opened. Customer advised to try infusion sets/ cartridges from another box.